Event description:
It was reported that when powered on, the cs300 intra-aortic balloon pump (iabp) was making screeching noise. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The monitor would not display anything, the power supply bulk fuse 10 amp was blown, and the motor control board was not supplying voltage and blew again when the fuse was replaced. To fix the issue, the fse replaced the power supply, and the monitor display worked. The fse found electrical test failure #51 in the logs and replaced the motor control board per the service manual, and performed full calibration, functional testing and safety checks. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was making screeching noise. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.